Event description:
As stated by the tech (B)(4) 2010: "I attended today a special school for disabled children where two of the swimming pool carers were injured yesterday, they were trying to stop the stretcher from tipping forward. I spoke to the ladies involved to find out what had happened. They were taking the child from the change room adjacent to the pool deck to the pool hoist, suddenly the stretcher made a loud bang and the two ends of the stretcher folded upwards squashing the child and then tipped forward. The ladies hurt themselves trying to stop the child from falling on to the floor and the transporter landing on top of the child." (B)(4).

Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.